Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasion at 17.2 ¿ 17.5 cm and 19.5 ¿ 19.7 cm from the connector pin consistent with friction to device can.